Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed capture failure and low pacing impedance on the atrial lead. On (B)(6) 2021 the physician elected to cap and replace the atrial lead. Patient condition was stable.